Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an atrial flutter ablation surgery, the atrial lead exhibited low impedance. Noise reversion episodes were also noted. The lead remained implanted and the patient would be monitored.